Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that erythrolyse was leaking from shear valve 87 of the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not witness leaking after attempting to reproduce the event. The fse did find a clog in the sample line (pinch valve vl65) from the differential shear valve (vl85/126) to the differential mixing chamber (vc25) that may have been responsible for the leak reported by the customer. The fse cleaned the differential mixing chamber and replaced the respective tubing. There was no evidence of leaking after the replacement of the tube. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications. To date, customer has not reported any additional recurrence of the erythrolyse leak.